Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a temperature issue occurred. The returned device was visually inspected upon receipt and a small bump was observed at tip with metal exposed which during an x-ray analysis was determined to be the t-bar which slid down and crossed the catheter lumen. An internal corrective action was created to address the t bar issue. Further information received states that there was no indication that the catheter was withdrawn from the patient with difficulty. Per the temperature issue reported the catheter was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. An internal corrective action was created to address tc breakage on the tip section for st and st sf catheters. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been verified.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and a temperature issue occurred. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. This event was originally assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was received by the biosense webster failure analysis lab for analysis on september 24, 2015 and during visual inspection a small bump with metal showing was found on lumen shaft 2cm from the peek housing transition. Upon request additional information was received on the returned catheter condition that this damage was not noticed prior to sending the catheter back. This finding is indicative of a reportable event because of the potential for patient harm due to metal being exposed. The awareness date for this record is september 24, 2015 the date when the damage was discovered.